Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2002 along with concurrent hysterectomy due to stress urinary incontinence and pelvic organ prolapse. Mesh was also implanted on (B)(6) 2006 along with concurrent cystocele repair, enterocele closure, anterior vaginal repair, and cystoscopy. Patient underwent gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and a coloplast aris was implanted. Surgeon. On (B)(6) 2011 the patient had a cystoscopy. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and on (B)(6) 2006 and mesh was implanted into the patient. The exact date the mesh was implanted was not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (07/26/2016). It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2015 by dr. (B)(6), md due to vaginal mesh erosion at the (B)(6). It has been reported that following insertion the patient experienced urinary tract infection, occasional stress incontinence and urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, occasional stress incontinence and urgency. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2015 by dr. (B)(6), md due to vaginal mesh erosion at the (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05890 and medwatch 2210968-2013-05891. The same patient is represented in each medwatch.